Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed one other similar product complaint(s) from this serial number.

Event description:
Sales rep reported on behalf of clinical coordinator that site rite 8 ultrasound system (9770500) is freezing up in the middle of placing midlines. The team does not place piccs so the ultrasound does not have sherlock 3cg software.